Manufacturer narrative:
(B)(4). Additional information: batch # m55h8t. The analysis found that one pve35a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: what type of procedure was the device used in? What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? On what vessel type was the device used? Was it fired on a single vessel or bundle? Was there any tissue or ancillary device between the cutline and the distal tip of the device? Were any other disposables used during the firing (vessel clips, vessel loops, suture loops, catheter, buttress etc.)? If so do you know the product code? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the surgeon stapled and sectioned the vessel. But then it was not possible to open the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.